Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (the endoscopic image of the subject device flickered and disappeared) could not be conclusively determined. However, based upon the information from olympus china, omsc surmised that the reported phenomena were attributed to the failure of the video connector socket. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and found the reported phenomena (abnormal image and sound) were not duplicated, and also found that the endoscopic image of the subject device had horizontal noise due to damage of the video connector socket. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for an unspecified therapeutic procedure using the subject device (the patient was not under anesthesia), it was found that the endoscopic image of the subject device on the monitor flickered and disappeared with the click sound inside the video connector socket when the camera head otv-s7proh-hd-l08e connected to the subject device and shaking the video connector socket. The user completed the intended procedure using the subject device without more than fifteen minutes extension. And it was also found that when the other camera head ch-s190-xz-e connected the subject device and shaking the other camera head, there was no abnormal image and sound, and that the video connector socket had been loosened. There was no report of patient injury associated with this event.